Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.

Event description:
Related manufacturer reference number:2017865-2020-04038 and 2017865-2020-04039. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
Analysis was normal. No anomalies were found.